Event description:
This male patient had the following medical history: omi, lipid metabolism abnormality, hemodialysis, diabetes and smoking. The patient was part of the international study. The target lesion was the mid left anterior descending (lad). The vessel was de novo, concentric, diffused, bifurcated, highly calcified and slightly tortuous. The diameter of the vessel was 1.72 mm and the lesion length was 25.22 mm. Pre-procedure stenosis was 100% (cto). Aha/acc classification of the vessel was a type c. The following medications were given before the procedure: aspirin, ticlopidine hydrochloride, and isosorbide mononitrate. The procedure was an elective case. Heparin was given during the procedure. Femoral approach was chosen for the procedure. Pre-dilation was conducted with a 2.5 x 20 mm balloon at 8 atmospheres. Inflation time was unknown. A 3.0 x 28 mm cypher stent (lot number i0305145) was implanted at 16 atmospheres within 15 seconds at the target lesion. Post-dilation was not conducted. Timi flow before the procedure was 0 and 3 after the procedure. The residual % of stenosis was 0%. Ivus was not conducted. Approximately one year later, follow-up coronary angiography was conducted and restenosis was observed at the in-lesion area of the distal edge of the implanted cypher stent. The patient did not show any symptoms. There was 90% stenosis. To treat the restenosis at the in-lesion area of the implanted cypher, balloon angioplasty was conducted with a 2.5 x 15 mm balloon. Inflation time and pressure were unknown. The residual % of stenosis was 25%. The patient was in stable condition.

Manufacturer narrative:
This device (lot i0305145) is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within 30 days upon receipt.